Manufacturer narrative:
Device was not evaluated due to sample was not returned for investigation.please see investigation summary attached. [(B)(4)].

Event description:
It was reported an adverse skin reaction with skin peeled before putting over a PICC line dressing.